Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 for a follow up call and obtained/verified the following information. The patient informed the mss that his testing frequency is 3 times per day and manages his diabetes with oral medications including 1 pill of actos (45mg), 2 pills of amaryl (8mg) and glucophage in the morning and evening. The patient reported the alleged issue began on the evening of (B)(6) 2010 at an unspecified time. The patient reported blood glucose results of "155 mg/dl" with the subject meter and "141 mg/dl" on another device (embrace brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated he skipped or stopped his dose of oral medications, prior to the alleged issue in the morning. The patient claimed he was feeling shaky, sweaty, and weak a couple of hours prior to the alleged issue; which he associated as low blood sugar symptoms. The patient confirmed a couple of hours before the alleged symptoms, he was able to test on the subject meter and obtained a reading (result unknown) that was within his normal blood glucose range of "125-128 mg/dl". In response to the symptoms, the patient claimed he immediately drank 16 oz. Of orange juice and a couple of candy bars, then ½ an hour later, he felt better. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca verified that the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. The patient's symptoms and treatment does not correlate with the alleged issue. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration (uf) reading was 1294 ml, indicating the home patient (hp) drained 1294 ml more than the largest prescribed fill volume of 2100 ml. This meant the total drain volume was 3394 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/08/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The implantable neurostimulator (ins) was loose in the pocket; it had flipped or changed positions. It was noted that the pt's ins battery was 80% used. Additional info has been requested, a follow-up report will be sent if additional info becomes available.